Event description:
Pt went to hosp and was hospitalized for high blood glucose level. IV insulin drip was administered. Pt was diagnosed to have had a heart attack prior to hospitalization. Pt's wife tested pump's ability to bolus and said it was performing as normal. 08/24/9 - follow-up call to pt and wife confirmed heart attack prior to hospitalization; he is back on the pump and all is well. Company rep requested pump be sent in for tech inspection.